Event description:
A report was received that alleges that during ventilation, the tube was found to be leaking air from the orientation tube. Replacement of the orientation tube was required. No related medical sequela was reported.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.